Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections have been updated: b3, b4, b5,g3, g6, h2, h10.

Event description:
It was reported the surgeon was using the pulse lavage at the end of the case and the nozzle came detached. There was no patient harm or injury. There were no pieces lost or unaccounted for. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (b(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the surgeon was using the pulse lavage and the nozzle came detached. A specific date is not available. No harm or injury to the patient is indicated. No adverse events were reported as a result of this malfunction.